Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were "identifed" that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that an (B)(6) year old, symptomatic male patient underwent a right transcarotid revascularization procedure on (B)(6) 2020. When the patient woke up he experienced left sided hemiplegia and dysarthria. A CT scan was performed immediately which showed no brain lesions, however, a dissection in the common carotid artery (cca) at puncture site was observed. This dissection was treated with open surgery. The patient also experienced slight weakness and neglect left side the next morning post tcar procedure. No additional details were provided.